Event description:
(B)(4). I had the device inserted in (B)(6) 2012 after the c-section birth of my youngest child. The doctor who performed the c-section said due to abnormal, huge amounts of scar tissue from my first c-section, I should not have any more children. I wish I had had the option of having my tubes tied before they closed that c-section. Afterward, essure was presented as the only non-surgical, permanent birth control option. Surgery was a poor option as it would create possibly further scarring and would have a longer recovery time. Insurance covered the procedure. I went back and had the dye test to show full blockage 3 months later. By that fall, I was having serious abdominal pains. Stabbing, shooting pains were very bothersome, so I got myself in to see my doctor. He ordered an ultrasound, nothing abnormal was noted. He ordered a gi endoscopy, nothing unusual was noted except a possible lactose intolerance. I was put on tramadol for pain. I avoided dairy. I still had trouble. In another month, I had developed an allergy to the tramadol. With no further clues or options, I decided to just live with it. My hair was falling out like crazy, I had really dry skin and acne, I occasionally had flu-like symptoms, I was gaining weight, depressed, my periods got heavier and heavier and were for the first time ever unpredictable, extreme lower back pain, cramping and breast tenderness came along with my periods, I had trouble sleeping and felt less and less like myself. At the urging of my counselor, I started taking wellbutin for depression. Celexa was added in, when it did not seem to be enough help. I developed tinnitus in my left ear and have a significant hearing loss in that ear that continues. I tried stopping the meds, but the ringing continued, so I take them now again anyway. I have incontinence issues and feel an urgent need to urinate, even when I've just gone. I have night sweats. I have some hot flashes and at time cold chills and dizziness. I develop odd rashes and hot spots occasionally with no apparent cause. I have what I call abdominal migraines and headaches too. Winter of this year, 2016, I have had severe flu-like symptoms and was taken by ambulance to the ER. They found gallstones and removed my gallbladder as the cause of pain on (B)(6) 2016. No inflammation was noted. I began having chest pain after the surgery. I healed well from the surgery. But about a week and a half later, found myself again in severe abdominal distress (causing me to either fall to my knees crying or to pass out randomly) and in the ER. A CT scan showed nothing abnormal. My surgeon and doctor both reviewed the scan. With no cause for my debilitating pain, I was put on percocet to control the pain and have since been unable to return to work. I was diagnosed with nerve entrapment in my abdominal wall. I was sent to get a shot into the site of most pain. Ultrasound at that procedure showed a chain of enlarged lymph nodes. I got no relief from the shot and it has been nearly a week. My doctor has now referred me to get a colonoscopy, a gi scope again and to visit at (B)(6). He says he has never seen anything like this and is referring me to the pain clinic in (B)(6). A news story on (B)(6) had me check into the side effects others are having due to essure. I sure match a lot on that list! I am happy with some relief to have possibly have a cause, but recovering from getting these things removed will cost me more time. I've already been unable to work for a month! As a single mother, this whole chain of events has been absolutely devastating, physically, financially, emotionally. And it is not over yet!